Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2017 with the following findings: a review of the pump black box data indicated frequent low battery warnings occurred. The black box showed battery voltage immediately following a battery change was low, indicating a partially discharged battery had been inserted by the user. During a visual inspection of the pump, the battery compartment was observed to be cracked and the threads on the returned battery cap were stripped. A test cap was used for testing. The pump was rewind, load and prime sequence was successfully completed with no issues.